Event description:
The patient's home health nurse called to report that the patient used the suspect device to check their blood glucose. Patient was obtaining high results in the 200mg/dl range. Specific results were 197 mg/dl at 8:26am and 224mg/dl at 9:11am. Patient had already taken patient normal dose of insulin prior to testing with the suspect device. Patient began to feel incoherent and called 911. Emt's arrived and they took patient to the hospital where their blood glucose was in the 60's. Patient was treated for low blood glucose and their doctor reduced the amount of insulin to be taken. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.